Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a patient experienced repeated nocturnal hypoglycemia following a factory reset and subsequent use of the ilet without meal announcements. The reported symptoms included hypoglycemia. Troubleshooting was performed, and user education was provided, with additional training scheduled to discuss adjusting the continuous glucose monitoring target during nighttime hours. The outcome was resolution to in-range glucose values by the end of the interaction. The investigation included review of the blood glucose questionnaire and remote troubleshooting with user education. Review of the case revealed no device alarms or alerts and no specific device component malfunction was identified. The cause of the hypoglycemia remained unclear. Based on previously established findings for similar reports, the cause was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.